Manufacturer narrative:
(B)(4). Pump had cracked case at display window corners, broken battery tube threads, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, cracked belt clip slot, minor scratched and cracked display window.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that insulin pump had crack and missing pieces where we screw the battery and the reservoir as pump was dropped to the concrete. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis.